Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus confirmed the subject device worked properly. The subject device recorded the error log that the electrode was not immersed in saline during output. The reported error might occur because the user facility might output the subject device without the electrode immersed in saline. The subject device stopped output immediately with alarming when the error occurred, but the electrode tip was still hot at that time even though high-frequencies are not output. The patient tissue might have damage and become fibrotic because the user facility might contact it with the hot electrode tip after the error occurred. Olympus also checked the device history record of the subject device, and there was no irregularity found. The instruction manual of this device already mentions that an operator should avoid unintended contact of the electrode tip with patient tissue when high-frequencies are not output. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device continuously detected the error during transurethral resection of prostate (turp). The user facility reported that the patient got complications like tissue fibrosis because of the excess output from the electrode, but the relation between the error and the excess output was not unsure. The user facility completed the procedure using the subject device after the phenomenon occurred. There was no report that the user facility treated the patient's complications in this event at present.